Event description:
Doctor reported event of "leaking band" from journal article: "revisional laparoscopic roux-en-y gastric bypass following failed laparoscopic adjustable gastric banding," obes surg, doi 10.1007/s11695-013-0888-0, published online 12/mar/2013. This medwatch represents the 1 patient listed in table 1 of the article who was diagnosed with "leaking band." Although the manufacturer of the device is unknown. It is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."